Event description:
Therapist was bagging ventilator pt. Inner diameter of ambu bag swivel broke off onto pt's e.t. Tube. Unable to bag pt until new bag set up. Therapist had to remove swivel adapter on new set up before proceding.